Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device misfired so that the mid section of the staples failed to invest. The surgeon decided not to try a reload cartridge. He then proceeded to use a ez35b to complete the case. There was no pt consequence. Pt was a 64 year old male.